Manufacturer narrative:
Ramp involved was measured at 13 degrees. Manufacturer's guide specifies a 9 degrees ramp maximum. Dealer had advised user of correct ramp usage. No indication of user using the seat positioning strap. User guide covers this area. Malfunction not indicated. As a courtesy, manufacturer replaced device.

Event description:
The consumer was driving up a 13 degree ramp, when the footplate on the ctmt-fl front rigging allegedly dug into the ramp or an obstacle of some kind. This caused the chair to tilt forward and the consumer to allegedly be "pole vaulted out of the chair", shattering his femur and breaking his scapula. Facility involved is a self described "adult living village."